Manufacturer narrative:
Follow-up #1: date of submission: 23-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 14-mar-2018 with the following findings: during investigation, the pump powered up with auditory and vibratory alarms. The pump cover was removed to find moisture corrosion to the printed circuit board and the continuous glucose monitoring module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.